Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The reporter stated the patient has had "several" leaks. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.